Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 435 mg/dl. The customer felt bad so she left work to go to the hospital; when she arrived to the ER the staff discovered her high blood glucose and diabetic ketoacidosis. She was treated with a fluid IV and an insulin IV. The customer stated that the pump was not delivering insulin. Troubleshooting was initiated to inspect the insulin pump. No apparent anomalies or damage were found with the pump and its corresponding treatment components. A high pressure test was also performed and passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. It could not be determined if the prior no delivery issue was due to the infusion set since she had already changed it out prior to calling. No products were shipped or returned.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The keypad connector was fully locked. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted.